Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had hardware low level failure error alarm. Customer¿s blood glucose level was 190 mg/dl. Customer reported that they did not passed during self-test. Customer was able to clear the alarm. The insulin pump was alarmed during basal timing. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Monitored with the device communicating properly with sensor tester and the sensor transmitter. Device received with no change sensor alerts noted during testing.